Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. On 10/14/2018, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). Mentor became aware that psr submission (B)(4) was a duplicate of this complaint file. All further supplemental information with be submitted under this complaint file.

Event description:
It was reported that a (B)(6) year old female patient who underwent breast reconstruction with two 800cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii. The right breast was also reported to be so soft as to not having support laterally and shifted too far when the patient laid down. The implant has free movement as the implant size was large and heavy and the soft tissue was reported to be stretching gradually. As a result, the patient underwent implant explantation on the left breast on 9/26/2018 with the following: left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 7596580 sn: (B)(4). This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4). Mentor became aware that psr submission (B)(4) was a duplicate of this complaint file. All further supplemental information with be submitted under this complaint file.